Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer reverted to an alternate method of insulin therapy. There was no reported adverse impact. Multiple attempts were made by tandem technical support to follow up with the customer, but no response was received.